Manufacturer narrative:
Investigation - evaluation: a review of the functional test, drawing, manufacturing instructions, specifications, quality control, and a visual inspection of the returned device were conducted during the investigation. Two complaint devices were returned for investigation. Device #1-the device was returned coiled and twisted. The handle was in the open position and the basket formation was in the closed position. A visual examination noted kinks in the basket sheath in the following locations: 8mm from the distal tip, again at 1.7 cm, 13 cm, and 90.5 cm from the distal tip. A functional test determined the handle does not actuate. The support sheath was bowed. The collet knob was tight and secure. The male luer lock adapter (mlla ) was finger tight. The handle was disassembled however the basket formation can be manually actuated. Device #2- the device was returned with the handle in the open position and the basket formation was in the closed position. A visual test revealed kinks in the basket sheath at 19 cm and 71 cm from the distal tip . A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath were still adhered. The collet knob is tight and secure. The mlla is finger tight. The basket formation can be manually actuated to the open and closed position. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the products were not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned products, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported that during a cystoscopy and ureteroscopy procedure with laser and stent removal, two ngage nitinol stone extractors were used a couple of times and then would not open any more. Another device was used to complete the procedure with no harm to the patient. No unintended part of the devices remained inside of the patient¿s body. No additional procedures were required. No adverse effects or consequences were reported to the patient due to this occurrence.